Event description:
It was reported that during an esophageal dilation procedure, the cre balloon tore. The esophageal dilation procedure was completed successfully. The physician was withdrawing the balloon and the balloon tore. The procedure ended with no patient complications, and the patient status was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.